Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the portion that spikes into the tpn (total parenteral nutrition) bag. This issue was described as a sticky substance on the tubing coming from the total parenteral nutrition bag. It was further mentioned that the leak occurred "at the entrance port to the bag, the portion that spikes into the tpn bag". The issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.